Event description:
Per the clinic, the patient experienced poor performance with device use due to improper placement of the electrode array. The device was explanted on (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).